Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate. Plunger override may occur: due to rapid advancement faster than the instructions for use (IFU) recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the device is overfilled with ophthalmic viscosurgical device (ovd), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when advancing the plugger it caused lens to override. The same issue was repeated when attempted with another lens again and ended up using a lens from a different batch without any issue with a company viscoelastic. Additional information has been requested.